Event description:
It was reported that noise was observed via remote transmission. The patient was brought into clinic after receiving the patient notifier. The noise reproduced when the patient raised their arms. Far p-wave oversensing was observed. Programming changes were made, but the noise was still observed. A chest x-ray was performed. The physician elected to continue to monitor the patient.